Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. The catheter was kinked in several locations. As received, the working channel sleeve (wcs) did not protrude. However, a functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the large knob was turned in the clockwise direction. A functional assessment for visualization was performed. The device was plugged into the controller. Immediately, a black, flickering screen with pixelation was displayed, confirming the reported complaint of poor quality image. When manipulated, the image was lost, confirming the reported complaint of loss of visualization. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01-mar-2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a biliary lithotripsy procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the image became distorted and visualization was eventually lost during electrohydraulic lithotripsy. The spy ds controller was restarted and the spyscope ds device was plugged back in, but visualization was not restored. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.